Event description:
It was alleged that during a procedure a clip applier dropped a clip unexpectedly. The clip was retrieved and removed without harm to the pt. No pt harm, adverse outcome or injury was reported.

Event description:
During a procedure, deployed clips would not disengage easily from three clip applier instruments. No pt injury or adverse outcome was reported.